Event description:
Since no lights or sounds came on when patient attempted a self-test the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the audio and visual indicators not turning on when initiating a system controller self-test and the pump running leds being dim were not confirmed as the controller was not returned for analysis. Technical services recommended to the replace the system controller when the patient is able to tolerate a pump stop associated with a controller exchange if the pump running leds are dim. The submitted log file contained approximately 1 day of data (B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit without issue throughout the log file. Additional information provided stated that the system controller was exchanged; however, it was also noted that it would not be returned for evaluation. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12aug2019. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ instruct the patient to always connect to the power module or mobile power unit when sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did a self-test on (B)(6) and the green indicator lights were off. The next day, he had alarms while sleeping on battery power. The battery clip on the white power cable was very loose so the battery clips were changed out which resolved the alarms. Interrogation revealed the alarms to be low voltages and power disconnect alarms.